Event description:
The customer contacted philips healthcare to report that the operational check failed with blinking red x on ready for use (rfu) indicator with periodic audio chirp. There was no reported patient involvement.